Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ y-site connector c80 had a crack that lead to leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: as neither a sample nor a lot number were available for evaluation, a complete investigation consisting of a sample analysis and a review of the lot's production history could not be performed. This product is assembled and packaged at a subcontractor location. After the sets are assembled and packaged, samples are sent to the bd facility for visual inspection and quality verification. During the molding process, regular inspections are performed to avoid faulty components. A complaint has been submitted to our subcontract location for this incident. Based on the limited investigation, a cause could not be determined for the reported issue.

Event description:
It was reported that bd phaseal¿ y-site connector c80 had a crack that lead to leakage. No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal¿ y-site connector c80 had a crack that lead to leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: event attributed to: device single use?: device returned to manufacture: